Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the video plug. In addition, the device evaluation found the following; noise on the image occurred, due to damage on the charged coupled device unit and due to electrical contact of the video connector shaved. Due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip. The control unit, grip, up/down plate, right/left plate, forceps elevator lever, angulation lever, switch 1, light guide connector, light guide cover glass, video connector and video connector case all had scratches. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a sandstorm and a magenta and green color. There were no reports of patient harm.